Event description:
It was reported that the patient had been treated for an infection. The healthcare provider (hcp) had scheduled a procedure to have the implantable neurostimulator (ins) and lead removed. The location of the patient's symptoms were at the ins site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).